Manufacturer narrative:
The product has not been received for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the screen on/quick bolus button has stopped functioning and the pump will not turn on unless plugged into a power source.